Event description:
A depuy mitek sales representative was told by a surgeon that in 2006, a patient returned 6 months post op, and the head of a spiralok anchor detached from the anchor body. A second surgery was performed to remove the piece from the shoulder.

Manufacturer narrative:
The device is not being returned to depuy mitek for evaluation. No other information such as a lot number has been provided by the surgeon at this time. The broken piece was retrieved from the patient, and there were no other patient consequences reported. It is possible that patient injury could potentially occur in the future, and it is, because of this potentiality an MDR is being filed to document this event. Should the complaint device be returned to depuy mitek at some point in the future, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause a follow-up report will be filed. No further action is warranted at this time.